Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7076875. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7077086.

Event description:
It was reported that the patient underwent a deep brain stimulation (dbs) device revision procedure in which the implantable pulse generator (ipg) and two lead extensions were replaced. Per the physician the patient required additional pain coverage and the devices were replaced to accommodate additional devices, the patient did well post-operatively. Physical analysis of the ipg and lead extensions was not performed as they were retained by the facility and malfunction was not suspected.